Manufacturer narrative:
(B)(4).

Event description:
It was reported "the luer-hub (brown) was falling off from the extension line". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one brown luer hub for analysis. The luer hub had separated from the catheter and the remainder of the catheter was not returned. Visual inspection revealed the hub was separated from its extension line. Remains of the extension line were found inside the luer hub. The remainder of the catheter was not returned for evaluation. Visual examination of the remainder of the catheter could not be performed as only the separated hub was returned. The inner diameter of the luer hub extrusion measured 1.4732 mm which is within the specification of 1.42-1.50mm per distal extension line extrusion graphic. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line luer hub had separated from the extension line body; however , the remainder of the catheter was not returned for analysis. It was noted that remains of the extension line were found within the luer hub. A device history record review was performed with no relevant findings. The root cause of this issue could not be determined without the complete sample returned for analysis. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "the luer-hub (brown) was falling off from the extension line". No patient harm reported. The device was replaced. The patient's condition is reported as fine.